Event description:
During maintenance the pump said empty when 1 ml remained in the syringe.

Manufacturer narrative:
During in-house testing, the unit alerted load syringe plunger during set-up with a 60cc syringe. This prevented further programming for ifusion and was due to the plunger alert; however, the position calibration was found to be out of specification and this condition could possibly contribute to a premature empty alert. The plunger retainer ii has been replaced and the position potentiometer was recalibrated. Medex was unable to confirm the customer's reported issue; however, a possible cause was found. This issue has been addressed and no add'l action is necessary at this time. Medex considers this MDR closed with this report.